Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The outside diameter of the biopsy devices were then inspected and were found to be out of specification where they were found to be larger than the inner diameter of the coaxial introducers. It is likely during manufacturing of these parts with the echogenic bumps, these created raised sections where it makes it difficult or unable to be inserted. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. A new device was used to complete the procedure. No patient injury.